Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An unopened sample of product was returned for analysis. The product is multi-strand and contains eight strands double armed per packet. During the visual inspection of the sample, the sterile barrier was compromised due to pin holes were observed on the copolymer and top of msda folder. The sample folder was opened, it was noted that the needle was orientated vertically in the package and this caused the holes on cavity. The manufacturing records were reviewed and the manufacturing / packaging criteria were prior to the release of this batch. Based on the samples condition, the assignable cause of packaging integrity, suggest an incorrect needle park resulting in pinhole on package,

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that suture was to be used on unknown date during unknown procedure. Prior to the procedure it was noted that one suture needle was sticking up through the package. There was no patient consequence.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4). 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.